Event description:
It was reported that the dependent patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited sensing noise causing pacing inhibition. It was noted that the noise was able to be replicated using isometric movements and that was causing the oversensing and pre syncopal symptoms. Programming changes were performed. The patient was in stable condition.